Event description:
On (B)(6) 2015, the reporter contacted animas alleging a history/settings (time and date reset) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made an attempt to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time/date issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed no pump reboots related to time and date resets. The complaint of a time and date issue was not duplicated during investigation. The pump was exercised for 24 hours and when the battery was removed, the time and date did not reset to default settings. There was not defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.